Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined although the physician believes the pneumothorax was due to ventilation setting. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The system logs for the procedure date were not available as of this time of the report, hence, no log review for this procedure has been performed. This complaint is being reported due to the following conclusion: it was reported that prior to the start of an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax which required hospitalization and a chest tube to resolve. According to the physician, the pneumothorax is believed to have been caused by the ventilation administered to the patient for the ion procedure. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that prior to the start of an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax in the right upper lung. The patient was placed on a ventilator for the ion procedure and the physician used a bronchoscope to inspect the airways prior to docking the ion system to the patient. The physician reportedly noticed the right lung was completely collapsed and said they believe it was due to the ventilation settings not being correct for this patient. The physician reported that the patient had chronic obstructive pulmonary disease (copd) when they came into the hospital due to their current health condition. The physician reported that this patient has a history of copd and a partial lung transplant. The physician docked the ion system to the patient and attempted to drive the catheter to the target lesion, but the lung collapse prevented the catheter from progressing and the physician aborted the procedure as the target lesion was in the collapsed lung. The physician used the ebus (endobronchial ultrasound) to examine the lymph nodes, but found nothing. No biopsies of the target lesion were taken. The physician performed a chest x-ray on the patient, but did not immediately examine the results, and the patient left the hospital. The physician examined the x-ray results and identified a pneumothorax after the patient had already left the hospital and was home. The patient was called and asked to return to the hospital. The patient was hospitalized with a chest tube the same day of the ion procedure to resolve the pneumothorax and was discharged two days later. The physician reported that there are no plans for this patient to undergo another ion biopsy procedure.